Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed as the black wire between the outer sheath and the stent was not fractured. The procedure was completed with another flexima biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter was detached from the delivery system.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). The initial reporter's phone number is (B)(6). Block h6: imdrf device code a0401 captures the reportable investigation results of guide catheter detached. Block h10: a flexima biliary preloaded stent was received for analysis. Visual inspection found the guide catheter received with a guidewire being stuck. The guide catheter was also found detached from the delivery system, kinked, accordioned/buckled, and stretched. Additionally, the stent was received still attached to the push catheter. The push catheter was bent/kinked. Lastly, the suture hole of the push catheter was torn with evidence of mechanical cut. No other problems were noted with the device. Product analysis confirmed the reported event of stent failure to deploy; however, the reported event of suture deployment issue was not confirmed. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the guidewire was inside the patient during the attempted deployment. The IFU states, "if the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed events of guide catheter detached, guidewire stuck, kinked, accordioned/buckled, and stretched as well as the push catheter bent/kinked and push catheter hole torn with evidence of mechanical cut which then contributed to the stent being unable to deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.